Event description:
According to the operating room staff, the liner, item 71-6510 had a crack towards the bottom. During the procedure, blood was leaking out of the cracked liner and back up into the suction outer shell. The blood then travelled thru the manifold tubing on the roll stand, to the suction line and into their main hospital line into the compressor.